Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd safetyglide insulin syringe with bd permanent needle there was an issue with the stopper being deformed/disfigured. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: customer returned photos of a 1cc, 13mm, 29g bd safetyglide insulin syringe with the blister pack from lot # 6351515. Customer states that the stopper is distorted. The attached photos were examined and exhibited a disfigured stopper in the barrel. A review of the device history record was completed for batch # 6351515. All inspections were performed per the applicable operations qc specifications. There were three notifications noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. CAPA 122939 has been opened to address this issue.